Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer also reported that there was a crack at the battery compartment. The customer reported that the reservoir lip ring was not damaged. The customer stated that the insulin pump was dropped several times. The customer could not continue with the troubleshooting of high blood glucose level as they were going to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had cracked battery tube threads.